Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample will be evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One unused 25+ guage (ga) combined pak was returned. The returned sample was visually inspected and it was observed that the infusion chamber on the pinch plate was cracked, and lifted. The infusion chamber appeared to have an insufficient weld, thus only one side of the wall was attached on the pinch plate. Insufficient welding between the infusion chamber and the pinch plate can cause infusion chamber leakage. The root cause of the customer's complaint is due to an inadequate weld between the infusion chamber and pinch plate. The source of this defect is related to an error in the welding process during manufacturing. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. After investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a cassette leak was found during testing before a cataract procedure. The procedure was completed after the product was replacement. There was no patient involvement.